Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. There is no evidence to suggest that the device was not manufactured to specifications. Based on the available information it is believed, that the advancement difficulties observed in relation to passing the previously placed stent grafts are not related to device performance, but rather to patient condition (sales rep's comment: "since some parts of the previously placed stent grafts were not fully expanded due to dissection, it appeared that the tip of the delivery system touched the narrow site of the stent grafts and advancement was blocked."). Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent endovascular repair of thoracic aortic dissection with right approach. There were two entry points, one was at proximal and another was at distal sites. Taa was also observed, so the physician judged that the patient was suitable for the procedure. Zteg-40-216-pf and zteg-42-216-pf were implanted to treat taa and the proximal entry site of the aortic dissection. Since these stent grafts were implanted very slightly away from the planned position, the physician decided to place the extension device additionally (complaint device) just to be safer though there was no endoleak observed. However, the delivery system of the extension hit the distal site of the previously implanted distal main body, which made it impossible for the delivery system to advance anymore. The physician stopped using the device and no further treatment was conducted to the proximal entry site of the dissection. For the distal entry site of the dissection, placing an extension device was considered first. However because the delivery system of the proximal extension (complaint device) would not advance, the plan was changed to placing 65 pieces of cook's coil for embolization instead. Patient outcome: there have been no adverse effects to the patient.